Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) had exhibited a fault code, which indicates the ICD was unable to charge within the maximum allotted time. The ICD was removed.